Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Remote check on (B)(6) 2019 showed decreased sensing on lv lead. Patient was seen in office. Loss of capture and dislodgement confirmed. Lead was explanted and replaced on (B)(6) 2019. No adverse patient events were reported. Should additional information become available, this file will be updated.